Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of three drainage catheters, with each hub and catheter tube connected and placed inside a steel tray. The investigation is inconclusive for the reported fracture issue as the provided photo was not sufficient to confirm the issue for all three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain. Post the procedure, the drainage catheter connector was allegedly found to be fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain. Post the procedure, the drainage catheter connector was allegedly found to be fractured. The procedure was completed using another device. There was no reported patient injury.